Manufacturer narrative:
The device is still undergoing analysis.

Manufacturer narrative:
A review of the final pack results indicates that patient data had previously been programmed into the device. It appears that this device was getting prepped for an implant procedure and then a decision was made not to use the device and it was returned. The device failed the final pack testing because of the patient data being programmed into the device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this boxed device was returned from the field. The device did not pass a portion of final pack electrical testing.